Event description:
It was reported that the patient was experiencing pain and discomfort at pocket site especially when she lays down. The patient underwent implantable pulse generator (ipg) repositioning procedure. Nothing added or removed. Additional information stated that the patient is doing well.

Event description:
It was reported that the patient was experiencing pain and discomfort at pocket site especially when she lays down. The patient underwent implantable pulse generator (ipg) repositioning procedure. Nothing added or removed.